Event description:
The customer reported the device would not power up. Upon initial evaluation manufacturers service engineer (fse) was able to duplicate the reported problem. The fse found that the vga pcba was affecting the power on cycle and replaced the vga pcba. The device passed all performance verification tests. No patient involvement, no patient harm.